Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his wife (the patient) alleging that on (B)(6) 2011, she noticed that a cartridge was half filled with air and into the tubing. The patient had already disposed of the subject cartridge and tubing. There is no evidence, however, that the alleged issue contributed to a serious injury. On (B)(6) 2011, the patient claimed that she had developed a blood glucose (bg) level of "500 mg/dl." The patient did not report any symptoms or treatment that meet animas' criteria for a serious injury. At the time of the contact between the reporter and animas, the patient was not available and was not using the pump. She was reportedly on a backup plan. The reporter was instructed on proper air bubble removal. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had a cartridge issue related to possible air bubbles. There is no adverse event associated with this complaint.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.